Event description:
The account alleged the bed exit alarm functions but it turns off on its own moments after the pt leaves the bed. No pt impact.

Manufacturer narrative:
The tech calibrated the scale power control board to resolve the issue.